Manufacturer narrative:
The log files of the affected device were provided for investigation. Log analysis revealed that on the reported date of event ventilator reboot was logged. In addition, the log entries show error codes that indicate a warm start of the device on (B)(6) 2017. The logged error codes reveal a technical deviation within the electronic system which caused a software controlled restart as a specified reaction in order to solve the deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation was continued with the latest settings which was confirmed by user log recording.

Event description:
It was reported that the customer tried to switch the setting from the menu but it was not possible (no response). Thus, they selected the ventilation setting button and then the device rebooted. The customer replaced the device. No injury has been reported.